Event description:
A doctor alleged that between shades a1, b1, and a3 for the sonicfill composite, black specks were present after light curing during restorative procedures on multiple patients.

Manufacturer narrative:
Patient or incident specifics such as number of patients affected, age, gender, and weight were not provided. Although the doctor identified three (3) different shades associated with the black specks, she could not verify which shade was used on each patient; therefore, no lot numbers were identified. The lots involved in the alleged incidents include lot numbers 4613832,4613846 and 4427291. The doctor removed the restoration and repeated the procedure using a new sonicfill tip for each of the patients, without further incident. To date, all of the patients are doing fine. The products involved in the alleged incidents were not returned; therefore, a visual evaluation was performed on retained samples from each of the lots, yielding results within specifications.